Manufacturer narrative:
Based on all available information, the boston scientific investigation assessed the patient death as most likely related to the patient condition and was not likely due to the off-label use. There was no evidence to indicate that the device caused or contributed to the patient death, but the boston scientific investigation found it possible that the implant procedure may have contributed to a cascade of events that led to the patient death. The patient experienced cardiorespiratory arrest, and it was reported that neither the referenced ipg nor the implant procedure were suspected to have contributed to the patient death. Additionally, the instructions for use (IFU) lists death as a known potential risk associated with neurosurgeries and use of deep brain stimulation and is listed as an adverse event in the vercise dbs systems information for prescribers.

Event description:
It was reported that the patient underwent a procedure to implant the deep brain stimulation (dbs) system for aggressive and disruptive behavior refractory. The procedure took approximately 4.3 hours under general anesthesia to implant bilateral leads in the posteromedial hypothalamus and the implantable pulse generator (ipg) at the right infraclavicular level. The patient awoke postoperatively with stable vital signs and was transferred to the intensive care unit (ICU). However, the evening of the procedure and into the following morning, the patient had episodes of aggression and loss of control that required sedation. The patient then went into cardiorespiratory arrest. Attempts at cardiopulmonary resuscitation (CPR) were unsuccessful, and the patient passed away. The physician assessed the event as likely caused by untreated apnea.

Event description:
It was reported that the patient underwent a procedure to implant the deep brain stimulation (dbs) system for aggressive and disruptive behavior refractory. The procedure took approximately 4.3 hours under general anesthesia to implant bilateral leads in the posteromedial hypothalamus and the implantable pulse generator (ipg) at the right infraclavicular level. The patient awoke postoperatively with stable vital signs and was transferred to the intensive care unit (ICU). However, the evening of the procedure and into the following morning, the patient had episodes of aggression and loss of control that required sedation. The patient then went into cardiorespiratory arrest. Attempts at cardiopulmonary resuscitation (CPR) were unsuccessful, and the patient passed away. The physician assessed the event as likely caused by untreated apnea.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db220145dc0 model: db-2201-45-dc serial: (B)(6) batch: (B)(6) product family: dbs-linear leads upn: m365db220145dc0 model: db-2201-45-dc serial: (B)(6). Batch: (B)(6) product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 33029840 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 32930603 product family: dbs-extension upn: m365db3128550 model: db-3128-55 serial: (B)(6) batch: (B)(6).